Manufacturer narrative:
Upon receipt of the device it was observed that the insulation had been compromised. Additional information will be provided once investigation has been completed.

Event description:
There has been four j hooks that have failed. Three of which failed insulation testing in (B)(6) and another in (B)(6). One was bent right out of the box. Since lot numbers and specific dates were not reported, this is to log the multiple failed insulation tests.

Event description:
There has been four j hooks that have failed. Three of which failed insulation testing in february and another in april. One was bent right out of the box. Since lot numbers and specific dates were not reported, this is to log the multiple failed insulation tests.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed a bent shaft, cracks on the handle and insulation. The probable root causes are manufacturing in which excessive force was applied when installing the shaft onto the handle with the arbor press during assembly process, improper sterilization methods, normal wear, and/or user misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.